Manufacturer narrative:
The manufacturer has completed the evaluation for a ventilator with an allegation the fio2 could not be adjusted. The device was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's sensor pca and oxygen blending module pca were replaced to correct the issue.

Event description:
The manufacturer received information alleging a ventilator's oxygen percentage could not be adjusted. There was no harm or injury reported. The device has not yet been received by the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.